Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 13, 2015 to january 14, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing was partially cut. The cause of the cut could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate¿s tube was split. As the damage was noted prior to use, there was no patient involvement. No additional information is available.